Manufacturer narrative:
11/22/96- supplement report #1 submitted to FDA. Add'l data entered in d9. Device eval indicated and codes entered in h3 and h6.

Event description:
During a laparoscopically assisted vaginal hysterectomy procedure, the staples did not lock properly. The surgeon applied another device to complete the procedure, the hosp has reported that no pt injury occurred.